Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A visual inspection revealed a benign crack in the polycin vorite at a bubble in the notch area next to the sense b electrode. The crack did not extend into the insulation. Additionally, an arc mark was noted on the proximal end of the high voltage shocking coil. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. The field representative tried to interrogate the device however, it was unsuccessful. A magnet was placed over the device and there were no tones. A chest x-ray was performed, and confirmed the patient has twiddlers syndrome and the electrode was all the way back to the device pocket. The system was extracted completely, and the patient will not be reimplanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. The field representative tried to interrogate the device however, it was unsuccessful. A magnet was placed over the device and there were no tones. A chest x-ray was performed, and confirmed the patient has twiddlers syndrome and the electrode was all the way back to the device pocket. The system was extracted completely, and the patient will not be reimplanted at this time. No additional adverse patient effects were reported.